Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be performed as no lot information was provided. Based on the available information we were not able to fully investigate this issue therefore a root cause cannot be determined at this time.

Event description:
It was reported that the bd phaseal¿ injector luer locks n35 separated during use.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal injector luer locks n35 separated during use.